Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d10, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: doesn't grip the needle properly, which means that the needle doesn't stay in place. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a weak locking function of the handles. The handles have too much space in their movement, which causes the locking mechanism to no longer function properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the broken needle holder. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.